Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same event as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient experienced a near disconnection between the transfer set and the patient line of the cassette during their final drain of peritoneal dialysis therapy. The patient was connected to the setup at the time of the near disconnection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2 involved in this event.